Event description:
It was reported that during a laparoscopic cholecystectomy. Four trocars leaked air. The trocars were replaced. There was no patient injury. See related MFR. Reports #2134070-2012-00252, #2134070-2012-00254 and #2134070-2012-00255.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was functionally tested for leaking issues. The device passed leak testing both with and without a test plug inserted through the device.